Manufacturer narrative:
Product ID 8709sc, lot# n192957004, implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that, during an attempted catheter dye study on 2015 (B)(6), catheter access port (cap) aspiration failed. Catheter kink, migration/dislodgement, and occlusion at an unknown location were reported. The catheter dye study was performed as the patients elective replacement indicator (eri) was nearing end of life, and to plan and prepare for pump replacement via local and mac anesthesia, due to the risk with general anesthesia. Subsequently, that same day, x-rays to evaluate the catheter revealed that a catheter rupture/break appeared to be chronic at the point where it entered the spine at lumbar 3-4 (l3-l4). The radiologist compared the films on 2015 (B)(6), to those on 2009 (B)(6), 2012 (B)(6), and 2014 (B)(6). The catheter appeared to be intact on 2009 (B)(6), but the rupture was likely present on both 2012 (B)(6) and 2014 (B)(6). It was further noted that the patient had consistently high pain scores; there had been no change in pain scores. The patient's other medications included percocet. Interventions included titrating the dose down. The hcp planned to set up for a pump replacement and catheter revision/replacement. The pump and catheter remained implanted and in service. The patient' pain levels remained unchanged as the dose was lowered, and they were having no withdrawal symptoms. The patient status at the time of the report was alive with no injury. The pump was being used to infuse morphine. No outcome was reported regarding this event. Further follow up was requested to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was being scheduled for pump explant. The patient has had a catheter break "for many years, but recently identified." The patient was currently doing "okay" on oral pain medication regimen, and felt that since he went "this long without receiving intrathecal morphine (itm) then he could continue without it and he is a poor surgical candidate anyway."